Event description:
It was reported that the patient with this implantable pacemaker experienced episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. The device was analyzed, and it was found that the reason for some of the pmt was due to an increase in the capture thresholds of the right atrial channel, leading to loss of capture during a lead threshold test which triggered the episodes. Additionally, it was found that one of the pmts was due to a delayed ventricular pace, which was caused by the way the device was programmed. Further evaluation of the device and reprograming options for the device was discussed. This device remains in service. No further adverse patient effects were reported.